Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet pump for approximately six weeks, with episodes treated by oral glucose and one reported value down to 40 mg/dl; the user¿s partner expressed concern that meal announcements at the ¿usual¿ setting seemed to result in excessive insulin dosing, although the user remained in range the majority of the time and was in range during the call. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.